Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Major bleed: the root cause of the bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Thrombocytopenia: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a patient was on impella 5.5 for hemodynamic support. During support it was noted that the patient's hemoglobin had dropped with dark stools, received 1 unit of red blood cells. In addition, the care team stated that 5.5 was increased, 250 of albumin, 2 packed red blood cells and 2 platelets, were given. The patient was being evaluated for heparin induced thrombocytopenia. There was also a note of thrombus on the tip of the 5.5, however after explant it was identified to not be thrombus (see attachments). The 5.5 was successfully weaned and explanted.